Event description:
(B)(4) - it was reported by the consumer that an unknown shower chair model broke in half while in use, resulting in the user having a sprained back and neck due to the fall. However, the user confirmed that there was no skin cuts or tears associated with this incident, which occurred possibly on (B)(6) 2011. She was able to receive medical treatment on the following day.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model and serial number/date code are unknown. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.